Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly and high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Customer advised they air bubbles in seven different reservoirs with air bubbles over a 3 week period. Customer was advised to not put insulin into the box to avoid air bubbles. Customer advised they did not let the insulin get to room temperature prior to filling the reservoir which resulted in air bubbles.

Manufacturer narrative:
Findings: evaluated 3 seal reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.